Event description:
Information received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the reverse trend switch. He adjusted the reverse trend switch to repair the bed.